Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers did not detect on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system multiple pockets were failed and was not detected on the bus. A field service engineer (fse) ran diagnostics, reseated row board cables, and tested the unit. The system functioned as intended after the field service engineer repaired the device.